Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the event occurred prior to use on the patient. The jaws of the sulu began to articulate automatically. No buttons on the idrive had been pushed. The idrive handle was replaced and the case was completed without further incident. Operating time was not extended. No reinforcement material was used.